Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an, 840 ventilator generated error codes which rendered the ventilator inoperable condition. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and cleaned the flow sensor <(>&<)> inspiratory valve, did the est and vent failed battery test. Customer will replace the battery. Covidien was not authorized to service the device.